Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc). The hp stated that there was leaking observed coming from the set, and at times it was difficult to close the door and latching it. The hp also observed bubbles coming out of the drain line instead of fluid. Hp provided further information that the leaks were occurring due to a rat infestation; the hp indicated that holes were observed in the supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.